Event description:
It was reported that during a lap left adrenalectomy procedure that the clips were not closing properly. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).